Manufacturer narrative:
No product was returned for evaluation nor radiographs provided. No investigation could be performed with the information reported. The cause of the event could not be established with the information available to the manufacturer. A supplemental report will be filed as new information becomes available.

Event description:
It was reported to 4web medical that two posterior spine truss implants needed revison surgery. The interbodies had to be removed as patient developed infection. The revision surgery was performed on (B)(6) 2024. The complainant believes the infection is unrelated to the hardware. (Device 1 of 2).